Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 30. Details of surgery: primary stability not achieved. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.